Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Initial attempts to download the data were unsuccessful. Measurement of the battery voltages found all three batteries to measure an expected voltage. The pod was attached to a power supply in an attempt to establish a connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The data could not be retrieved from the pod as the pod could not communicate with the master pdm. Inspection of the pcb assembly found no damages or defects that would prevent the pod from communicating with the master pdm. The exact cause of the communication issue and subsequent data loss could not be determined

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 350 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.